Manufacturer narrative:
This event was initially reported as a malfunction for loss of image. Per additional information received, the loss of image was for around 5 seconds. This event description most likely indicates "no video output". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. This event is no longer reportable.

Event description:
This event was initially reported as a malfunction for loss of image. Per additional information received, the loss of image was for around 5 seconds. This event description most likely indicates "no video output". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were reported, it does not seem likely that adverse consequences would result if it were to recur. This event is no longer reportable.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.